Event description:
It was reported that there was a cgm error 42 after the pump came out of storage mode. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to wait 20 minutes before starting a sensor session, and after a pump reset, there were no further errors; the sensor session was successfully started.